Manufacturer narrative:
One device was received for evaluation for the complaint that the pump exhibited a plunger sensor error. The complaint was confirmed as the check syringe plunger sensor alarm occurs at startup and found logs for the alarm in the pump's onboard history. There was no 12-month service history during the review. The visual and functional testing was performed. Investigation found the ear clip blocks the plunger flippers from resting in their fully closed position when the plunger is fully retracted. Removing excess material from the right side of the ear clip resolved the problem. The left plunger case, barrel clamp guide, rod and spring was replaced as the cracks was found in the left plunger case. The pump passes all functional testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a plunger sensor error. There was no patient involvement, no injury was reported.